Manufacturer narrative:
H6 - health effect -clinical code: 4581- shallow ac with significant reduction in angle scale. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and very shallow ac with significant reduction in angle scale. The lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as the device and unknown was also noted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial dry. Visual inspection found the lens haptic bent and deformed. Two lenses have been received in return under the same sn notification on the yellow bag. Dimensional and functional inspection found the lens within specifications. Claim # (B)(4).